Event description:
Device was removed from sterile packaging and plugged into the rf (radio frequency) ablation system in an expected manner; under the supervision of the bsw (biosensewebster) clinical rep. The ablation catheter failed to detect an electrical signal and was subsequently removed from the procedure, and replaced with a new catheter that functioned normally.